Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system replacement procedure due to unknown reason. The patient was doing well postoperatively. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021. Explant date: (B)(6) 2021. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 17925208/ 19125911.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system replacement procedure due to unknown reason. The patient was doing well postoperatively. Additional information was received that the replacement procedure was for device upgrade. No further information has been obtained despite good faith efforts.